Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's son reported that when the patient's device was put in and "they slipped and punctured her lungs.". It was also reported that "one of the leads is too close to a nerve and her whole shoulder shakes and has spasms and it's causing her back to hurt on that side.". It was reported that the implantable pulse generator (ipg) was reprogrammed. The ipg and pacing lead remain in use. No further patient complications have been reported as a result of this event.